Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15910, related manufacturer reference number: 2017865-2021-16012. It was reported that an asymptomatic patient presented for a explant procedure after noticing visible pocket erosion on his/her pacemaker. The physician noted erosion on the device, right atrial lead, and right ventricular lead and explanted the entire system on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.